Event description:
I have a depuy pinnacle hip implant. I was sitting at work and I suddenly felt a sharp pain in my hip/leg. When I tried to stand up I discovered that my hip had become disconnected. The pain was excruciating. Co-workers assisted me to a lounge where, luckily, by stretching my leg backward the unit went back into place. Relief, I could walk without trouble even though my leg was tender. On (B)(6) 2012, I did some lawn work, digging up plants and replacing them, mowing and edging the lawn, nothing out of the ordinary for me. (B)(6) 2012, I could barely walk for the pain. It was then I decided to contact my hip replacement physician. (B)(6) 2012, I talked with my doctor's physicians assistant and she assured me it was not a hip problem but a back problem and told me to do hip strengthening exercises - said the x-rays looked fine, though she only showed me one of the three taken. I have excellent posture and absolutely no pain in my back, I do however now have pain ranging from my hip to my now numb heel. Please do something about the pinnacle hip by depuy.